Manufacturer narrative:
Sample material from the patient was submitted for investigation, and the customer's results were confirmed. Based on the results of the investigations, the difference between the results is consistent with an interfering factor in the patient sample. The specific interfering factor was not identified, but could be related to hemolysis or a pre-wash interference. Product labeling for the assay documents: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
The cobas e 411 analyzer (disk system) serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs stat results from the cobas e 411 analyzer (disk system). Sample 1 initial result was 509 ng/l, and the 1st repeat result was 512 ng/l on an e801 analyzer. The sample was repeated on the e411 with results of 987 ng/l and 932 ng/l. Sample 2 initial result was 5509 ng/l, and the 1st repeat result was 5617 ng/l on an e801 analyzer. The sample was repeated on the e411 with results of 9252 ng/l and 9406 ng/l. Both samples are from the same patient.